Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Also, moisture damage motor and corroded battery tube during visual inspection. The insulin pump was received with blank display due to moisture damaged electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they had battery issues and several no delivery alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that they were able to rewind the insulin pump. The customer mentioned that the insulin pump had crack around reservoir opening. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.